Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that upon removal of the sensor on the day it was inserted, the sensor wire remained in the patient¿s abdomen. The clinic nurse removed the sensor wire and provided unspecified wound care at the insertion site. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.